Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to full functional testing including defib short and 30j testing without duplicating the report. The device passed the final test and was recertified and returned to the customer. Review of the device activity log indicated the multifunction cable being plugged into the shorting plug. The log showed that pads were not connected until much later into the case. The log did not show any indication of a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.